Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No unexpected pump error 53 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 53 alarm found in the pump history file/trace on 31-aug-2025 at 22:15:31. Pump error 53 alarm due to hardware error (line number 0 file number 1). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. Pump error 53 alarm due to hardware error. Unable to verify customer complaint for high bgs. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer reported a blood glucose value above 400 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed self test. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1886 was requested, and the customer's response was that the device would be returned.